Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with episodes of non-sustained rv oversensing due to possible myopotential oversensing. Programming changes were made.